Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, the patient was admitted to the emergency department, diagnosis: cerebrovascular accident, 08:36 in the infusion of fluids to the patient using a closed needle cone puncture, the puncture process is smooth, see the return of blood after fixing the outer casing tube, exit the needle core process, the withdrawal of the needle cone appeared to ooze blood, bleeding amount of about 3 ml, immediately give aseptic swabs to stop the bleeding with localized pressure, continued to apply pressure for about 2 minutes after the bleeding stopped, localized swelling, no subcutaneous hematoma, the patient did not complain of discomfort, the vital signs are stable, re-fix the needle cone properly, the tube is smooth, no leakage, give the patient's family a good explanation, the patient's family understood. Hematoma, the patient did not complain of discomfort, the vital signs are stable, re-fixed the cannula properly, the tubing is smooth, there is no leaking, to the patient's family to do a good job explaining, the patient's family expressed understanding.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample. As no defective sample has been received, relevant tests cannot be performed, the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.